Event description:
The reporter indicated her pt experienced unk side effects. The reporter wanted guidance on how to discontinue vns therapy. The reporter did not identify the pt's info. Good faith attempts for additional info are in progress and awaiting response.